Manufacturer narrative:
Initial and final MDR (B)(4) - device 5 of 7.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia and seven infusion sets kinked cannula events. Blood glucose level was 528 mg/dl at the time of the event. Patient got treated with intravenous (IV) and fluids of saline and insulin. The duration of emergency room was for a few hours. Patient was also found positive for high ketones level. Infusion sets were used for 13 hours for ist event and 2-3 hours for 2nd hours. Patient was released from the hospital on (B)(6) 2025. No further information available.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2025-10846. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code soft cannula found kinked upon removal from infusion site. The batch 6008806 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6008806 were previously tested in complaint (B)(4) on 14/may/2025. Test results: visual test according to work instruction (wi) version 2 on reference samples, 10 samples out 10 samples passed the test. Functional test air flow according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6008806 was manufactured according to the wi version 116 manufactured in the line 3, on 22/aug/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 20/mar/2025 against malfunction code soft cannula found kinked upon removal from infusion site. And lot 6008806 and no other complaints has been registered in database for the same lot and malfunction code. A second query was run in database on 09/jul/2025 malfunction code soft cannula found kinked upon removal from infusion site and lot 6008806 and another 4 complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: this is a complaint which is being addressed as part of a corrective and preventive action (CAPA) plan 1768101: "autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code. CAPA determination results: this complaint falls under the scope of the CAPA 1768101: "autosoft 90, kinked soft cannula issues" and will cover inset I (autosoft xc dhf-13.8 & 13.13) and inset ii (autosoft 90 dhf-14 and 14.3) products. Root cause of problem: the root cause has been identified as: method, manpower, measurement, machine: corrective action as a result of the investigation: the action plan and deadlines is as followed: the following actions were already implemented in the (B)(4). Include the defect in document (B)(4) (work instruction inset line). Improve guards of the conveyors. Update trays for the stock of cannulas. Update document (B)(4) (quality specification for catheter fixture for skewed catheters) for include the handling of the catheter during the process. Update the document (B)(4) (work instruction inset line) to include the preventive actions implemented in the process (trays). A remaining action (to address design root cause) and deadlines is as followed: add cylinders to the lid to maintain in position the needle and cannula during transportation and prior use (database (B)(4) - 30/sep/2025).

Event description:
To date no additional patient or event details have been received.